Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaked on the bottom of the plastic cover immediately on use. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the device is beyond a year from its manufacture date of 2018 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously the device was returned for analysis and has been evaluated. The device was visually and physically evaluated. Received device with no previous repairs noted. The device had a broken strain relief, stained enclosure, severely damaged tank cover, and corroded drain fitting. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The reported issue was duplicated, and the device leaked from severe cracks in the tank cover confirming the customer complaint. The reported issue was caused due to overtightening of the tank cover screws. The root cause of the reported issue was due to customer damage during use. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.